Event description:
An event involving tego¿ connector experienced breakage. The report states "new tego was in placed 2 days ago but now it is not working and creating high pressure, silicon was broken as noted." Number of defective product is 2 and the samples is available. Product expiry date is 01-jan-2029. Unknown patient involvement, unknown patient harm and unknown delay in therapy.

Manufacturer narrative:
The device has not been returned, once received and investigated a supplemental MDR will be submitted.

Manufacturer narrative:
The complaint on the d1000 could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13882257 was reviewed and no non-conformities were found that would have led to the reported complaint. D9 - device available for evaluation: no.